Manufacturer narrative:
Concomitant medical products: ilxc1616115 stent implanted: (B)(6) 2007, bfxc2816165 stent implanted: (B)(6) 2007, taxf3838w46x stent, implanted: (B)(6) 2011, 4092-58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome. The implantable pulse generator (ipg) was explanted and the patient was upgraded to a defibrillator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.